Event description:
It was reported that on (B)(6) 2023, at 18:45, the device stopped and alarmed "empty container." The user attempted to restart the esmolol infusion. Due to the event, the patient reportedly experienced decline in vitals with loss of detectable pulse, which required cardiopulmonary resuscitation. The customer stated that they completed their own investigation and found no issues with pump and their review of the device logs showed that the infusion was programmed as expected. Although requested, the information on the patient's outcome was not disclosed.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the customer report of an infusion being stopped due to a fluid side occlusion/container empty was observed in the device logs. However, the reported issue was not replicated during laboratory testing. A review of the device logs observed the following on the reported date and time of (B)(6) 2023 at 1845hrs. The suspect pump module was programmed/started an esmolol (drug ID 87) rate 0.67ml/h and vtbi 5ml at 4:25 pm. Primary volume infused (pvi) was recorded as 0ml. Two air in line alarms were observed at 6:10 pm and at 6:21 pm, after each alarm the infusion was restarted. At 6:23 pm (22 minutes later), the suspect pump module alarmed for occluded fluid side/empty container, alarmed for safety clamp open/close door, and one minute later the infusion was restarted. At 6:48 pm, the pump module was paused, was not restarted after this point and ten minutes later the module was channeled off. Primary volume infused (pvi) was recorded as 1.55ml. Testing using the alaris system maintenance software, and functional infusion testing observed the suspect pump module operating as expected. Testing conducted to test the pump module time to occlude for hard fluid side occlusion as required by the bd product requirements document (prd) observed the system alarming for fluid side occlusion as required. The suspect administration set was not returned for investigation; therefore, it could not be inspected or tested. No error code were observed in the logs on the date of the reported event.

Event description:
It was reported that on (B)(6) 2023, at 18:45 the device stopped, and alarmed "empty container". The user attempted to restart the esmolol infusion. Due to the event, the patient reportedly, experienced decline in vitals with loss of detectable pulse. Which required cardiopulmonary resuscitation. The customer stated, that they completed their own investigation and found no issues with pump. And their review of the device logs showed, that the infusion was programmed as expected. Although requested, the information on the patient's outcome was not disclosed.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted, once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on june 12, 2023, at 18:45, the device stopped and alarmed "empty container." The user attempted to restart the esmolol infusion. Due to the event, the patient reportedly experienced decline in vitals with loss of detectable pulse, which required cardiopulmonary resuscitation. The customer stated that they completed their own investigation and found no issues with pump and their review of the device logs showed that the infusion was programmed as expected. Although requested, the information on the patient's outcome was not disclosed.